Event description:
It was reported that patient presented in clinic with non sustained lead noise alerts. It was noted that the loss of ventricular sensing due to competitive atrial pacing resulted in a mismatch on the near-field and far-field channel resulting in non-sustained lead noise detection. Reprogramming was suggested but not chnages were made. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.